Manufacturer narrative:
The insulin pump was received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on connector board. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.